Event description:
Ous MDR - it was reported that about 77 months after the implant inappropriate shocks were delivered. The lead was capped and a new lead was implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available iegms showed the presence of noise on the rv channel which led to vf detection with shock delivery as mentioned in the complaint description. However, in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.